Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported experiencing elevated blood glucose level up to 380 mg/dl since the middle of (B)(6). Patient alleges the pump does not deliver insulin correctly. Patient stated he took correction via pen successfully. Patient reported that after using the pump again his blood glucose level rose again. Patient is using a competitor's infusion set. No adverse event reported. Requested return of the alleged pump for evaluation.